Event description:
A power source alert was reported in the pump history at the time the issue began. There was no adverse impact to the customer's blood glucose level. The customer resolved the battery charging issue by changing the charging supplies, and the pump began charging without further assistance required.